Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the hl20 pump displayed the error message: "runaway" during routine check. No harm to any person has been reported. Since the error message: "runaway" can cause an unintentional pump stop a report is required. According to the getinge field service technician the customer decided to not repair the defective pump. Thus, no repair will be performed. However, the reported failure "runaway" could be linked to the following most probable root causes according to the hl20 risk management file: wrong pump speed because of: - communication error (e.g. Wrong ratio between master-slave pumps due to communication error) - pump runaway thus the reported failure "runaway" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The event occurred in india during routine check. It was reported that the hl20 pump displayed the error message: ¿runaway¿. No harm to any person has been reported. Since the error message: "runaway" could lead to an unintentional pump stop a report is required. A getinge field service technician will be sent onsite for further investigation of the device. As soon as new information becomes available a follow-up medwatch will be submitted.

Event description:
The event occurred in india during routine check. It was reported that the hl20 pump displayed the error message: ¿runaway¿. No harm to any person has been reported. Since the error message: "runaway" could lead to an unintentional pump stop a report is required. Complaint ID: (B)(4).